Event description:
It was reported that during a vls nephrectomy procedure, at the beginning of use, there was an important air leak from the valve. The case was carried out by using another device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional questions answered: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, there was a drop in pressure and this affected the visibility of the surgeon. What was the gas consumption rate or volume (liter/minute)? The volume was 20 liter/minute. Were you able to identify where the leak was coming from? The leak was coming from the trocar's valve. Was a device inserted in the trocar during the leaking? If so, what device? Yes, harmonic ace36 or other 5mm laparoscopic clamp. Was any torque being applied to the trocar or device? Sometimes but not superior to 45 degrees.